Event description:
It was reported that the insulin pump has an unresponsive keypad. Customer's blood glucose reading was 95 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Findings: all buttons functioning properly. No damage in the keypad assembly noted. No unlocked j2/lcd keypad connector during visual inspection. No unexpected black dot on the display during testing. Pump received with cracked reservoir tube lip. (B)(4).